Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain, bone loss and loosening of the femoral and tibial component at the cement to implant interface. A competitor cement was used. It was reported that the femur came off fiarly easy, the cement had debonded from the femur. There was a significant amount of bone loss. It was also reported that the oval dome patella was replaced due to wear. The tray was removed and the stem was well fixed. The implant was a sigma rp/ps flex knee. No surgical delay. Doi: 10-15 years ago, dor: (B)(6) 2021, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.